Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lead was placed but a stable position could not be found, and an appropriate lv (left ventricular) vein could not be found due to patient anatomy. The lead was not used, with an epicardial lv lead to be implanted at a future date. No patient complications have been reported as a result of this event.